Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus 2.5 x 12 stent referenced is being filed under a separate medwatch MFR number. The device remains in the patient. The reported dissection is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery (lad), below the bifurcation. The vessel was moderately tortuous. Pre-dilatation was performed, and a 3.0 x 23 promus stent was advanced and implanted in the proximal lad. After the stent was implanted, a distal edge dissection was observed; therefore, an attempt was made to treat the dissection with a 2.5 x 12 promus (lot # 0091561); however, the device could not advance past the implanted stent. After removal, the 2.5 x 12 stent strut was noted to be flared. A second 2.5 x 12 promus stent delivery system (sds) (0111261) was advanced; however, this sds met resistance with the implanted stent, and became stuck in the same area. During removal of the second 2.5 x 12 promus, the stent dislodged in the 3.0 x 23 implanted stent; therefore, dilatation was performed on the dissection, and on the dislodged 2.5 x 12 promus stent, which was inflated inside the 3.0 x 23 promus stent. There were no adverse patient effects reported. No additional information was provided.